Event description:
On 04-aug-2023 IV: follow up information was submitted to update the awareness date. Moreover, the patient's infusion set was pulled out during use by the pet they were looking after. So, the detachment was accidentally caused by an animal. Based on this assessment, the medical device problem code and component code were updated. Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with the infusion set tubing as it pulled out during use by the pet they were looking after and he experienced high blood glucose level. He could not treat his high blood glucose level as he was at his friend's house where he did not had extra supplies and multiple daily injection. Therefore, on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. His highest blood glucose level was 1260 mg/dl. Moreover, the infusion set had been used for 3 days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.

Event description:
Unomedical reference number 1666805. Event occurred in the united states. It was reported that the patient faced an issue with the infusion set tubing as it pulled out during use by the pet they were looking after and he experienced high blood glucose level. He could not treat his high blood glucose level as he was at his friend's house where he did not had extra supplies and multiple daily injection. Therefore, on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. His highest blood glucose level was 1260 mg/dl. Moreover, the infusion set had been used for 3 days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.